Manufacturer narrative:
E1 - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, with a lesion length of 6mm, a vessel diameter of 2.50mm, target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst and could not cross the lesion. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, with a lesion length of 6mm, a vessel diameter of 2.50mm, target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst and could not cross the lesion. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. No issues were noted with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The encore device was verified prior to use, using the druck gauge. No issues were found with the balloon when inflating to rated burst pressure of 12 atmospheres. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, with a lesion length of 6mm, a vessel diameter of 2.50mm, target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst and could not cross the lesion. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D4 lot number updated from 0035417522 to 0035421247. (B)(6).